Manufacturer narrative:
D10 concomitant product: (B)(4) birdie bedside spo2 monitor; 2 pins; blu serial number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the device¿s alarm did not activate when spo2 values dropped below the set lower limits. A yellow pop-up appeared at the spo2 lower limit, and the alarm volume was set to its maximum level. No harm came to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the reported issues could not be duplicated, not observed, and the spo2 board was defective. The issue was resolved by replacing the main board, speaker, and nell1sr board. It was reported that the device¿s alarm did not activate when spo2 values dropped below the set lower limits. A yellow pop-up appeared at the spo2 lower limit, and the alarm volume was set to its maximum level. The reported issues were not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.